Manufacturer narrative:
Analysis of the catheter identified no significant anomaly. A non-significant indent in the seal was identified, which did not affect infusion.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, lot# n247920004, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 250mcg/ml at 65mcg/day and bupivacaine 30mg/ml at 7.8mg day via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient's medical history included failed back surgery syndrome, hernia repair and keen surgery. The other medications the patient was taking at the time of the event was methofenadate, ambien, propomax, lasix, vitamin d and c, and iron. The pump was replaced due to expected eol (end of life) on (B)(6) 2016. When the pump was disconnected form the existing catheter the neurosurgeon did not get retrograde flow of csf (cerebral spinal fluid). The neurosurgeon decided to replace the catheter and restarted the infusion rate at lower doses, decreased fentanyl from 65 mcg/day to 50 mcg/day; decreased bupivacaine from 7.8 mg/day to 6 mg/day. The patient status at the time of the report was noted as alive, no injury. The issue was resolved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received on 2016-oct-10 from a manufacturer representative. The name of the initial reporter was provided. The catheter was returned for analysis on (B)(6) 2016, and the cause of no csf flow was never obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.